Manufacturer narrative:
The device involved in the event was not returned; therefore the cause of the event could not be determined. The pipeline was implanted in the patient and will not be returned. The microcatheter was not kept. The procedure was performed on patient with loeys-dietz syndrome and the chances for the adverse events to occur with the devices were more likely in this patient. Reference 2029214-2018-00636. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that a 5mm x 18mm medtronic flow diverter was implanted in a patient to treat a large dyplastic aneurysm located in the cavernous segment of the internal carotid artery; however, there was not complete aneurysm coverage so the medtronic microcatheter was re-advanced over a guidewire and slack was pulled from the system in order to implant a second medtronic flow diverter. These actions caused the lower cervical loop to straighten out causing the patient to become asystolic for approximately 15 seconds. The guidewire was quickly withdrawn and then reloaded in the microcatheter which restored the cervical loop and the patient¿s normal cardiac rhythm was restored. The second medtronic flow diverter was implanted and post procedural angiography showed contrast stasis in the aneurysm. The purpose of the article was to point out that aneurysm treatment with a pipeline flow diverter can be a safe option for patients with loeys-dietz syndrome. Patient¿s with loeys-dietz syndrome have fragile vessels and there are higher chances of vessel dissection during intracranial procedures. Although the patient in the article became asystolic for 15 seconds, the patient was successfully treated with the pipeline device without causing any damage to the vessels. The asystole was caused by manipulation of the distal support catheter (navien) but the catheter helped to prevent vessel damage from manipulation of the pipeline because it limited any focused pressure that might be forced on the vessel wall. It is also noted that patient¿s with loeys-dietz are more prone to cardiac events. Colby gp, lin l-m, zeiler sr, et al.curative reconstruction of a cerebral aneurysm by flow diversion with the pipeline embolisation device in a patient with loeys-dietz syndrome bmj case rep 2014. Doi:10.1136/bcr-2014-204412

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.